Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was t wave over-sensing (twos) post ventricular sensing and the patient does have "real non-sustained ventricular tachycardia episodes (nsvt) intermingled in the twos episodes." A review of the information showed the nsvt episodes containing the twos occurred at the times of automatic pacing impedance measurements. Re-programming options were provided. A request for additional information was made but not received. The device and lead remain in use and no patient complications have been reported as a result of this event.